Manufacturer narrative:
As only the results for sodium were affected it was determined that the root cause was a contamination by sodium ions from the naoh used during washing of the reaction cells by the rinse unit. The field service engineer checked the rinse during his visit and since that time no further discrepancies have been reported.

Manufacturer narrative:
The country of origin is (B)(6). A field staff representative performed a review of the loading and unloading lines of detergents, cleaned the washing rinse, adjusted the gear pump and dispensing levels. In addition, the ise reference reagent line and all instrument fluidics were decontaminated. The electrodes and cuvettes were changed. A system check was performed with acceptable results.

Event description:
The initial reporter received questionable ise sodium electrode results, for 5 patients, from the cobas 6000 c501 module. Patient 1: the initial results were 176 mmol/l and the rerun result was 142 mmol/l. Patient 2: the initial results were 161 mmol/l and the rerun result was 143 mmol/l. Patient 3: the initial results were 152 mmol/l and the rerun result was 143 mmol/l. Patient 4: the initial results were 155 mmol/l and the rerun result was 143 mmol/l. Patient 5: the initial results were 160 mmol/l and the rerun result was 146 mmol/l the questionable results were not reported outside the laboratory. The electrode lot number and expiration date were asked for but not provided.